Manufacturer narrative:
Concomitant medical products: product ID 8835, product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1799mcg/day), clonidine (8.995mcg/day), and unknown baclofen (1799mcg/day) (unknown concentrations) in an implanted pump for use was non-malignant pain and multiple back operations. From 2005 to 2007 the pump delivered dilaudid (unknown concentration and dose). It was reported that in (B)(6) 2015, the patient¿s oral medications were decreased. The patient experienced pain all the time, but it had gotten worse a couple of weeks ago ((B)(6) 2015) and they upped the dose on the pump medication that day. On (B)(6) 2015, the patient reported that the ptm (personal therapy manager) was indicating that he was locked out from receiving a bolus; the bolus was unexpectedly declined. Per the patient, the ptm was ¿skipping doses¿ on him and not allowing him to do what it was programmed to do. He was supposed to be able to get a bolus in 1 hour and 20 minutes and would wait and then give himself a bolus and it would tell him he had to wait another hour. The patient stated, ¿what good is it if he can¿t use it when he is in pain¿. The ptm lockout parameters were 10 activations a day, lockout interval of 60 minutes, and dose restriction interval (dri) of 5 activations every 12 hours. He currently used a detachable antenna with the ptm. The patient stated that he understood the uplink issue and understood he should try to avoid emi. The patient was planning to follow-up with his hcp (healthcare provider) regarding his symptoms and the ptm logs. The patient didn¿t understand why he was in pain; he was up all last night ((B)(6) 2015) and wasn¿t doing his bolus every hour; he spread them out. The pump was helping him, but it would say wait 2-3 hours and he understood that and didn¿t want to be without bolus options. On (B)(6) 2015, he was in pain and tried to get a bolus at 12:15 pm and tried again at 1:30-2:00 pm (had to wait an hour and 20 minutes). Then he tried a little after 3 pm and an hour lockout was seen. Since 3 pm, he had not had any relief and did not understand. The patient denied any falls or trauma. He currently felt like his waist was ¿being crushed¿ and he had a ¿vise around him.¿ on (B)(6) 2015, the patient reported he was still having issues with getting boluses. He would request a bolus and be told that he needed to wait one and a half hours to two hours. He had a lot of pain and could not rely on the ptm. He was taking oral medications (oxycontin) for the pain since he felt that he could not rely on the ptm. The patient had an appointment with his hcp the first week of (B)(6). Additional information received from the consumer on 17-dec-2015 indicated the patient was still receiving bolus lockouts. After visiting with his hcp, the clinician programmer stated the bolus was received, but the ptm was stated the bolus was denied. The patient, however, was unable to feel the affects of the bolus (the patient could tell by the pain when he did not get a bolus). The personal therapy manager did not give relief. Sometimes it worked fine and sometimes it did not. Additional information received from a consumer on 21-jan-2016 indicated the patient began to be weaned off the pump since 2009/2010. In 2015, the pump ¿stopped completely¿ and the patient felt like he was getting nothing. The patient stated that he had an issue when he would lie down and it was more noticeable lately because he was currently weaning down. The patient stated that he did not sleep like a regular person and would sleep for ¿an hour or so.¿ as soon as the patient would lie down, he would wake up in a complete state of panic and felt like the pump shut off. The patient stated this issue had been going on for a long time and he had been an addict through all of it and understood why. In (B)(6) 2016, the patient¿s healthcare provider (hcp) told the patient that he had to get off of oral oxycontin by cutting it in half, and the hcp upped the patient¿s boluses. The patient felt that it ¿worked backwards.¿ the hcp wrote the patient a prescription for oxycontin for 30mg tablets instead of 60mg tablets and taking 1 tablet a day, but noticed after a week that the patient was struggling with it. The patient was instructed not to call and ask for any more pills and the hcp told the patient to get 2 times a day and it was only enough for two weeks, but the patient only went into the hcp office once a month to refill his prescription, so the patient was going to run out. The patient started taking oral clonidine on (B)(6) 2016 as he was experiencing withdrawal. The patient was having a harder time with the boluses and on the evening of (B)(6) 2016 found himself in a period of 7 hours without a bolus, had a panic attack, and was shaking ¿like crazy.¿ the patient could rest in one position on his butt, reclining position, but when he would get up, the pain was incredible in his back. The patient got another bolus at midnight. The following morning, (B)(6) 2016, the patient had muscle spasms and ¿arm was going one way and leg was going some way.¿ the patient was told by the hcp that they could run a test and somehow the date gets changed and the patient stated that ¿they aren¿t there¿ regarding the hcp addressing the issues. Additional information was requested from the hcp regarding drug information, concomitant medications, pertinent medical history, diagnostics/ actions/interventions required, if the cause of the issue was determined, and if the issue resolved. If additional information is received, the event will be updated.